Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed de novo target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). During insertion of a 8mm x 3.25mm nc quantum apex mr balloon catheter significant resistance was encountered. The nc quantum apex mr balloon catheter was advanced to post dilate a 3.0-16 non bsc stent, during the first inflation at 13 atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact and the procedure was completed with a 3.25-12mm non bsc balloon catheter inflated to 12 atms. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).